Event description:
It was reported that stent damage occurred. The 95% stenosed, 3.00x16mm target lesion was located in the moderately tortuous and calcified left circumflex artery. A 3.00 x 16mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the proximal part of the stent struts were lifted because of the friction between the lesion and the stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 16 stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The stent was damaged on proximal strut rows 1 to 6, with the struts lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found tip damage. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 3.00x16mm target lesion was located in the moderately tortuous and calcified left circumflex artery. A 3.00 x 16mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the proximal part of the stent struts were lifted because of the friction between the lesion and the stent. No patient complications were reported and the patient's status was stable.